Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient was unable to perform a test with her onetouch ultra 2 meter due to the meter being in the settings mode. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter/patient claimed the alleged issue began on the same day she contacted lfs for assistance at an unknown time. The patient reportedly manages her diabetes with an unknown type/dose of oral medications long with diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient/reporter claimed that immediately after the issue occurred, the patient developed symptoms of ¿sweats.¿ the patient denied receiving any treatment. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The issue was resolved with training. Replacement products were sent and subject products were requested back for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.